Manufacturer narrative:
Information contained in this report was previously submitted through 410psr on 22/apr/2019. A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: visual analysis of the returned device identified broken shell, device was underweight and missing a piece of shell (25-50%). A microscopic analysis was performed which identified an unidentified(tear) opening on the posterior and more than 5 striated openings on the anterior. A dimension measurement in the shell was performed which identified the thickness to be within specification. Based on the device analysis the final assessment is: sharp break on the posterior assessed as unidentified (tear) opening, more than 5 striated openings due to surgical damage consistent in the use of a surgical tool, and missing shell due to inconclusive. The reason for reoperation was rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a left side rupture, and capsular contracture, baker grade ii. Device was explanted.